Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cerebral bleeding and subsequent patient outcome could not be conclusively determined through this evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 1 of the IFU lists potential adverse events, including infection (local, driveline, pump pocket), stroke, bleeding, and death, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿anticoagulation¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. It was reported that the heartmate lvas, serial number (B)(6) was used as a right ventricular assist device which is not an approved indication. Abbott labeling lists the heartmate 3 for approved use as a left ventricular assist device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cerebral bleeding. The patient had an infection at the same time, and it was reported that they did not know where the infection came from. The patients international normalized ratio (inr) was at 10 without possibility to decrease the inr value. The cause of the cerebral bleeding was unknown but probably due to high level of inr. There was no falling or any change to patient condition or anticoagulation status. The outcome was not considered to be device related. The device operated as expected.